Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy, it was reported the surgeon indicated that the device locked down and the handle wouldn't open properly. Another device was used. It was an atw35 and it worked fine. There was no consequence to the pt.